Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the implantable cardiac defibrillator was in backup mode. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported even of backup mode was confirmed in the lab. The device was tested on the bench and no anomalies were found. The cause of backup was due to multiple radio frequency interruption.